Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer support advised using specific techniques to press the button and removed the pump from its case, but the issue persisted. The customer continued to use the pump for insulin therapy.